Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the most probable causes are due to some kind of stress such as damage or deterioration of parts. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the ultrasound bronchofibervideoscope exhibited no camera view from the scope, only the ultrasound image. The issue was found during preparation for use and before the patient was in the room. There were no reports of patient involvement.